Manufacturer narrative:
The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Activated and then deactivated the suspend feature. The "delivery suspended successful" and "delivery resumed successful" notifications displayed properly. The insulin pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not alarming. The customer's blood glucose was 387 mg/dl at the time of incident. The customer also reported that they received an insulin flow blocked alarm. The customer stated that the insulin pump was set on beep and vibrate mode. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.